Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 2.5x18mm non-abbott stent was deployed; however, a small perforation was noted at the distal edge of the stent. A 2.8x26mm graftmaster covered stent was advanced, but failed to cross the previously deployed stent. The covered stent was removed. The perforation resolved spontaneously and the patient is recovering without sequelae. The use of the graftmaster covered stent did not cause or contribute to complications or adverse events. No additional information was provided.